Manufacturer narrative:
(B)(4). Concomitant medical products: uption comp stem l220 s3 d11 l, catalog no# p0166311, lot no# ra01230044. Bi-polar 28 cup 49mm, catalog no# 165222, lot no# 3412656. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left hip replacement procedure on (B)(6) 2018. Subsequently, a revision procedure due to a periprosthetic fracture was performed on (B)(6) 2018 (this event is investigated in (B)(4)). A further revision was performed on (B)(6) 2018 due to dislocation of the left prosthesis (the involved device bi-polar 28 cup 49mm is investigated in (B)(4) and cobalt chrome femoral head 12-14 d28 is investigated in the current complaint). The revision performed on (B)(6) 2018 consisted of a prosthesis totalisation, with implantation of an insert, a cup, 2 pawns, screws, and reimplantation of the cobalt chrome femoral head 12-14 d28.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11- medical produces uption complete stem l220 s3 d11 l, catalog no# p0166311 ; lot no# ra01230044. Bi-polar 28 cup 49mm, catalog no# 165222 ; lot no# 3412656. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A dimensional control has been performed on the returned device. The head has been found conform to the specification. The visual inspection shows that there is few scratches and wer marks on the outside of the head. According to available data, the exact root cause can¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left hip replacement procedure on (B)(6) 2018. Subsequently, a revision procedure due to a periprosthetic fracture was performed on (B)(6) 2018 (this event is investigated in (B)(4) with medwatch number 3006946279-2018-00451-1). A further revision was performed on (B)(6) 2018 due to dislocation of the left prosthesis (the involved device bi-polar 28 cup 49mm is investigated in (B)(4) and cobalt chrome femoral head 12-14 d28 is investigated in the current complaint). The revision performed on (B)(6) 2018 consisted of a prosthesis totalisation : implantation of avantage inlay size 52 diam 28 ref. P0561052 lot 0001276956, avantage 3p cup plasma ti ha cementless size 52 ref. P0461p52 lot 0001236130, 2 avantage acetabular shell pegs ref. P0461070 lot 0001295634, screws ref. P0606052 lot 0001102628, reimplantation of the cobalt chrome femoral head 12-14 d28 ref.p0206m28, lot j6089521.